Manufacturer narrative:
(B) (4). The device was returned to medtronic for evaluation. Visual examination confirmed a portion of the torx tip has sheared completely from the instrument. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that the tip of the torx driver was broken when tightening the setscrew in a domino connector. There were no pt complications.